Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01891. It was reported that the patient underwent surgical intervention on (B)(6) 2019 where the patient had a lead revision. The patient's lead migrated from t8 to t5 which was confirmed via fluoroscopy. The leads were re-positioned. Therapy was restored post-op.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01891.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2019-01891. It was reported that the patient was experiencing uncomfortable stimulation when the therapy was on, regardless of the program and settings used. The physician determined, via x-ray, that the patient¿s leads moved up and to the right. As a result, surgical intervention may take place to address this issue.